Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etlw1624c156e, (B)(4).

Event description:
An endurant ii stent graft system and endoanchors were implanted in a patient for the endovascular treatment of a 51.4mm diameter abdominal aortic aneurysm. It was reported that on follow up imaging taken approximately 1 year post index procedure, the patient was observed to have a type ib endoleak. The endoleak was noted to be possibly related to the index procedure and possibly related to the device. The patient was hospitalized for an additional endovascular procedure approximately 3 months later, which resolved the endoleak. The re-intervention procedure involved the implantation of two endurant ii limbs and the placing of another manufacturer bare metal stent. On the same day of re-intervention the patient was noted to have thrombocytopenia and hematuria and both these conditions were noted to be related to the re-intervention procedure. The patient was treated with hospitalization and a platelet transfusion and recovered with resolution of the events. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information was received for this case: the type ib endoleak was on the right side (the 28mm limb, (B)(4)). Per the physician the main cause of the type ib endoleak was the progressive dilation of the right common iliac artery which became aneurysmal. If information is provided in the future, a supplemental report will be issued.